Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during the case, there was a spark and the unit began to melt. The outer sheath on the unit melted and there was a flame that burned upwards to the tip (about 1.25 inches). It was further reported that the unit was sterilized per the IFU and it melted during its initial use. The surgeon was able to finish the case without the unit. It was further reported that there was no harm to the pt.